Manufacturer narrative:
The needle broke off and was left in the patient's body after the nurse completed an insulin injection. The nurse pulled the needle out from patient's body. A review of the batch records show no internal deviations during production and no abnormalities or deviations from the validated manufacturing process. Resistance to breakage testing according to iso 9626, chapter 5.9, was performed on 5 samples retained from the same batch. Results show no visible breakage can be found.

Event description:
The needle broke off and was left in the patient's body after the nurse completed an insulin injection. The nurse pulled the needle out from patient's body.